Event description:
It was reported that during device evaluation conducted at the manufacturer facility the device had no variable speed. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.